Event description:
The customer alleged that she received a high control test result of 246 mg/dl. The normal control range was 100-138 mg/dl. While troubleshooting, she performed 2 more control test and received a results of 214 mg/dl and 198 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.